Manufacturer narrative:
The complaint investigation for false elevated sodium results generated while using the alinity c ict sample diluent included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity for the current issue. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any nonconformances or deviations associated with the likely cause lot number and complaint issue. The overall performance of the alinity c ict sample diluent was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 17993un23 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) or alinity c ict sample diluent lot number 17993un23 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one patient sample. The following results were provided: (B)(6) 2024 sid (B)(6) initial result = 163.87 mmol/l, repeat 163.39 mmol/l, repeat result on ((B)(6)) = 140.62 mmol/l, ((B)(6)) = 139.86 mmol/l. Additional results provided for sid (B)(6): initial potassium 3.98, repeat 4.69, chloride initial 85.96, repeat 105.16. Triglycerides 1.52, no repeat result. Albumin 35.5, no repeat result. Total protein 59.5, no repeat result. Bicarbonate 21.25, no repeat result. Total bilirubin 8.54, no repeat result. Alkaline phosphatase 68.73, no repeat result. Urea 4.56, no repeat result. Cholesterol 4.56, no repeat result. Hdl cholesterol 0.80, no repeat result. Creatinine 49.42, no repeat result. Gamma gt 183.10, no repeat result. Alt (sgpt) 53, no repeat result. No impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one patient sample. The following results were provided: (B)(6) 2024 sid (B)(6) initial result = 163.87 mmol/l, repeat 163.39 mmol/l, repeat result on ((B)(6)) = 140.62 mmol/l, ((B)(6)) = 139.86 mmol/l. Additional results provided for sid (B)(6): initial potassium 3.98, repeat 4.69, chloride initial 85.96, repeat 105.16. Triglycerides 1.52, no repeat result. Albumin 35.5, no repeat result. Total protein 59.5, no repeat result. Bicarbonate 21.25, no repeat result. Total bilirubin 8.54, no repeat result. Alkaline phosphatase 68.73, no repeat result. Urea 4.56, no repeat result. Cholesterol 4.56, no repeat result. Hdl cholesterol 0.80, no repeat result. Creatinine 49.42, no repeat result. Gamma gt 183.10, no repeat result. Alt (sgpt) 53, no repeat result . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.